Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Per dfmea (design failure modes and effect analysis), balloon burst, compliance, and fatigue verification testing is performed. The rated burst pressure (rbp) of 14atm is documented in the IFU and label. The device is inspected to ensure bonds and balloons are undamaged. Each device is leak tested. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. Pta4-18 balloons are a one-time use device. While reinserting is not contraindicated by the IFU, the danger for damage especially in heavily calcified vessels is increased. The event statement declares that the balloon on this second insertion was inflated to 20atm which is significantly above the rated burst pressure of 14atm. Upon rupture, withdrawal back into the sheath would have been complicated and possibly unsuccessful. The IFU states that if resistance is met during withdrawal then remove the balloon and sheath as a unit. IFU instructions were not followed. We will continue to monitor for similar complaints. There is no action necessary at this time as there is insufficient risk per qera.

Event description:
The dr inserted a 4f sheath into the patient's vein and then inserted the 8x4 cook balloon over the wire and inflated it to around 14atm. The balloon was deflated and successfully removed. The 4f sheath was then exchanged for a 7f sheath and this time the dr inserted a 12x4 cook balloon. This was inflated to around 16atm and then successfully removed. The previous cook balloon (8x4) was again inserted and inflated to around 20atm. However the balloon ruptured and in attempting to get the balloon out of the sheath, it became caught in the sheath. As the dr was trying to pull it out, the balloon came off the catheter and remained in the patient. A vascular surgeon was called and he removed the balloon from the patient with mosquito forceps. Patient was fine and procedure was successful. No part of the device remained inside the patient after successful retrieval of the balloon. A vascular surgeon successfully removed the device at the time of the procedure. No adverse effects to the patient were reported due to this occurrence.